Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was being treated for an abdominal aortic aneurysm gore excluder aaa endoprostheses. A 20 fr gore introducer sheath was used on the left side to introduce the contralateral leg component after successful implantation of the trunk-ipsilateral leg component. As the contralateral leg component was advanced, its leading edge caught on the contralateral gate. The contralateral leg component began to deploy slightly after having only cannulated the gate with 1-2 mm of overlap. The physician deployed the device in that location. The sheath was bending due to the tortuosity, and then the deployment line broke. The physician was able to get the rest of the device to deploy by pushing on the trailing end of the device with the sheath. That contralateral leg component was bridged with another contralateral leg component. At the end of the procedure, the aneurysm was excluded. Blood loss was noted at 1000 cc. The patient tolerated the procedure. The physician did not request a response.